Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/7/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: there were no additional reports. The account has the remaining box. The contact for shipment was included in the complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date, a supplemental medwatch will be sent. Could you please clarify if other cases are related? If yes, were these cases previously reported to ethicon? If yes, please provide a complaint reference number. If no, please create additional complaint files and provide the reference number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a medial rectus muscle recession on (B)(4) 2022 and suture was used. The suture was friable and easy to break. Other event details unknown at time of entry. Case was completed with no patient consequence. Additional information was requested.